Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, dso (downstream occlusion) failure was verified. The cause is the downstream occlusion sensor. Replaced the downstream sensor assembly to correct the issue. Device passed all functional and delivery tests performed repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "downstream occlusion failure (dso). There was no patient involvement.